Manufacturer narrative:
The pod was discarded at the hosp and will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. It is unk how long the customer waited after administering the first correction bolus to visit the hosp (per the report, the customer "did not say what time she went to the hosp" - she only indicated that it was "later that evening"). No pod lot number was provided - a review of lot qualification records was therefore unable to be performed.

Event description:
The report indicated that the customer's bg levels rose significantly four hours after a new pod was applied (from 144 to greater than 500mg/dl) - a correction bolus was immediately administered after the high reading. "Later the day", she was admitted to the hosp with a bg level of 800mg/dl. No specific pod issue was reported. No info was provided as to the treatment rec'd at the hosp or her length of stay. The pod was removed and discarded at the hosp and will not be returned for eval.